Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump received button error. The customer¿s blood glucose level was 9.8 mmol/l. Customer stated that the numbers were not ramping on their own. Customer states that the scroll bar was not moving with no input. It was reported that when selecting rewind does not allow them to rewind the pump. Customer stated that an alarm was not in progress at the time the button was unresponsive. It was reported that they still cannot do rewind not letting them to select it. The customer performed self-test they had white screen and blank and came back to self-test but no vibrate or beep anomaly during tone test. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.